Event description:
A report was received that a patient will undergo a pocket revision due to an inability to charge. The physician believes that the ipg is too deep and has recommended a revision.

Event description:
A report was received that a patient will undergo a pocket revision due to an inability to charge. The physician believes that the ipg is too deep and has recommended a revision.

Event description:
A report was received that a patient will undergo a pocket revision due to an inability to charge. The physician believes that the ipg is too deep and has recommended a revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70 (B)(4) description: artisan 2x8 lim 70cm paddle lead additional information was received that the patient underwent an entire system revision. During the revision the physician elected to replace the paddle lead due to lead migration. The patient is doing well following the revision. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. Device exhibits normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization is reduced, charging can lengthen considerably. The battery is depleting within the typical ipg battery depletion rate. The charge profile revealed that the patient had difficulty fully charging the ipg. The specific reason for the low charging current is unknown but this condition can occur if the ipg is flipped, tilted, or deep inside the pocket. Visual inspection of the paddle lead found 3 missing electrodes. The location of the missing contacts is unknown. The damage to the device is consistent with damages during explant procedure and is not considered a failure.

Manufacturer narrative:
Additional information was received that the 3 contacts that were missing from the paddle lead were retrieved from the patient and were discarded by the medical facility.